Event description:
The pump is not available at this time, as it is still active. Once it is explanted, I will need a return kit. The patient is currently awaiting oht vs. Durable lvad. The care team is not concerned with the rise in plasma-free hemoglobin, as it has been fluctuating up and down, with recent values peaking around 60. Pump position has been assessed and is adequate.

Manufacturer narrative:
Additional information received b5 updated. Correction: d4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 59-year-old female with a history of heart failure complicated by cardiogenic shock, prior CABG, known cad, and dialysis underwent implantation of an impella 5.5 for hemodynamic support. During care, plasma-free hemoglobin increased from 50 to 60, indicating possible hemolysis. The intensivist was informed, the p-level was lowered, and a point-of-care ultrasound confirmed that the impella position appeared adequate. The device remained in use without reported malfunction. The reported event involves mechanical interaction with blood, hemolysis, and serious injury. Per the instructions for use, hemolysis can occur due to patient-specific conditions or improper positioning. Monitoring plasma-free hemoglobin and adjusting device settings are recommended to mitigate this risk. The reported events are more consistent with patient-specific factors related to severe underlying cardiac disease and dialysis rather than device related. Based on available information, there is no evidence of a causal relationship between the impella 5.5 and the reported events.

Manufacturer narrative:
D6b: added explant date h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hemolysis/mechanical interaction with blood: the cause of the hemolysis was not determined as no product or logs were returned and limited clinical information was provided